Event description:
It was reported that a patient underwent a surgical procedure on an unk date. During suturing, the needle tip broke. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.